Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port of the pump was loose as the customer experienced difficulty charging the pump battery. The customer's blood glucose level ranged from around 300-350 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.